Manufacturer narrative:
(B)(4). A fuse scope was received for analysis. A functional evaluation was performed and found that the insertion tube failed at bending sheath. Additionally, the right/left brake malfunctioned. The insertion tube and the right/left lock spring were replaced to resolve the issue. The reported issue was confirmed. Using damaged/incorrect accessories/brush in the channel could damage an insertion tube or bending section that will potentially lead to a leak. External force of the control knobs and angulating scope while in locked position cause an early wear of the components. Based on a thorough review of the reported complaint, the most probable cause for this complaint is unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, a bad air leak was observed on outside at seam above the bending sheath. Additionally, the knobs were noted to make crunching sounds and were loose. The procedure was completed with this device. There were no patient complications reported as a result of this event.